Event description:
It was reported that in-stent restenosis occurred. The subject was randomized to the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion located in the left superficial femoral artery (sfa) had 100% stenosis, with a reference vessel diameter of 6 mm, a length of 70 mm, and was classified as a tasc ii c lesion. The target lesion was treated with pre-dilatation using a 6 mm x 80 mm balloon. Following this, a 6 mm x 80 mm sterling percutaneous transluminal angioplasty (pta) balloon was used for treating the target lesion with 0% residual stenosis. Subsequent angiogram revealed antegrade flow restoration with a recoil stenosis in the mid sfa, which was treated with a 6 mm x 100 mm innova stent. Post dilatation was also performed using a 6 mm x 80 mm balloon which led to a grade c dissection and was treated with a 6 x 120 mm non-boston scientific stent. The subject was treated as an outpatient. On (B)(6) 2020, during the outpatient visit, bilateral arterial duplex revealed occluded mid and distal sfa stent. Ankle branchial index (abi) revealed 0.57 at the left and 0.52 at the right and abnormal pulse volume recordings (pvr) and segmental pressures below the knee were noted. Non-invasive physiologic arterial studies revealed moderate-severe femoropopliteal arterial occlusive disease bilaterally. On (B)(6) 2020, during the general visit, the subject complained of pain and swelling of legs with the left more than right, nocturnal cramps, and walking induced severe discomfort and muscle tightness. Review of systems showed poor circulation, pain in extremities, leg cramps, redness and peripheral vascular disease (pvd). Physical examination showed decreased pulses in peripheral vascular, skin cool to touch, elevation pallor, stasis dermatitis and sluggish capillary refill. Based on the clinical symptoms and diagnostic findings subject was diagnosed with worsening left lower extremity peripheral artery disease (pad) and the subject was recommended for intervention on a later date. On (B)(6) 2020, the subject had worsening right lower extremity pad. Right leg angiogram with thrombectomy, atherectomy and angioplasty of occluded sfa, popliteal vessels and anterior tibials, followed by treatment with viabahn stents. On the same day, the event was considered to be resolved/recovered. On (B)(6) 2020, the subject had worsening left lower extremity pad. Left extremity angiogram revealed 100% in-stent stenosis, along with in-stent restenosis at the popliteal artery. On the same day, the left sfa and popliteal artery were treated with atherectomy, thrombectomy, angioplasty and stenting. Post revascularization, residual stenosis was 0% and no thrombus was seen. During the same time, left tibial artery was also successfully treated with atherectomy and angioplasty. On (B)(6) 2020, the event was considered as recovered/ resolved.